Event description:
The catheter was found to be broken off at the level of the dura; a part was now in the intrathecal space of the pt. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).